Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the previous investigation for similar case, there was the possibility that the reported phenomenon was attributed to the following causes. The cable was disconnected and the communication was failure because unexpected stress was applied to the cable due to the user's handling.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device at the service department of olympus (B)(4), it was found that the noisy image was appeared on a monitor, and the camera cable at the camera plug was broken. There was no report of patient injury associated with this event.